Event description:
It was reported to boston scientific corporation on march 13, 2008 that a radial jaw 3 biopsy forceps device was used for a gastric biopsy procedure the day prior (patient age, gender, and weight unknown). According to the complainant, "the endoglide covering the forceps was elongated with the inner coaxial wire and one of the forceps cups was kinked." The procedure was completed with another radial jaw 3 biopsy forceps device. The complainant reproted that the patient was stable post procedure, and that there was no adverse affect to the patient as a result of the reported problem.

Manufacturer narrative:
A visual examination of the returned device revealed an elongated coil and bent cutter with no other anomalies noted. Functional testing revealed the device opened properly, however, it does not close properly due to the bent cutter condition. The cause of the physical damage is attributable to procedural use (i.e. Operational context). A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot.